Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely low total bilirubin (tbil) results generated by the unicel dxc 800 pro synchron clinical systems for several patients. Per customer, many patient samples were affected over 2-3 weeks time period. Affected specimens were visibly icteric, and this issue was only occurring on neonatal samples run in bd microtubes. The exact number of patients affected in this event was not specified and the actual results were not provided either. Only one example of the falsely low tbil results was provided: initial result was 2.8mg/dl and 27.7mg/dl upon repeat on a different instrument. Tbil results were not reported out of the lab and patient treatment was not affected.

Manufacturer narrative:
No effect to calibration or qc was reported. No other chemistries were affected and specimens tested in other tube types were not affected either. Per customer, sample volume was adequate and they routinely check for bubbles. Customer reported that they were getting "blank absorbance rates high" errors for tbil around the same time. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and replaced a photometer which resolved the issue. The fse also cleaned the cuvettes. Currently, the instrument is performing within specification. Hardware was replaced by the fse; however, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.